Manufacturer narrative:
The defective unit was evaluated by the third party service technician. The led assembly and pigtail was replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the revel has o2 leak, led array damaged and broken pigtail. As of this time, there was no information about patient involvement associated with this reported event.